Event description:
Customer reported she was hospitalized for low blood glucose. Customer originally called asking if she needs to be disconnected from body when priming. Customer states that she was connected and delivered fifty units of insulin during a manual prime. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.